Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with 150 units of insulin during the load process. Tandem technical support assisted customer through the load process and customer was able to load a cartridge successfully, and resume insulin therapy. There was no reported impact to the customer's blood glucose level. Customer was satisfied.